Event description:
Additional information was received that three months later, a second revision procedure was performed as the decision had been made to remove and replace the device and competitor rv lead. During the procedure, an insulation issue was observed on the atrial lead along with blood presence inside the insulation. It was elected to remove and replace the atrial lead as well. However, the atrial lead could not be removed and was surgically abandoned. New competitor leads were implanted with a new device. The procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and competitor lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator exhibited an abrupt rise of the right ventricular pacing impedances and threshold. (Right ventricular (rv) lead is a competitor lead) the shock impedances remained normal. A revision procedure was performed; the right ventricular (rv) lead was disconnected from the device, and tested normally with the pacing system analyzer (psa). The lead was then reconnected to the device header and all measurements were correct. A lead/device connection was likely the cause of the abnormal measurements observed clinically. The device and lead remain implanted and the procedure was successfully completed. No additional adverse patient effects reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.